Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a movement wire of the tip-up fenestrated grasper instrument broke preventing its use. There was no patient harm, adverse outcome, or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a backup instrument was used to complete the procedure. There was no patient harm nor did a fragment fall into the patient. The procedure delay was less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.